Event description:
On (B)(6) 2009- inguinal hernia repair with 3d max mesh; (B)(6) 2010 - pt went in for bladder repair surgery. During surgery, it was noted that the mesh had adhered to the left side of his bladder and had caused several divertula to form in the bladder, and that it was not feasible to remove the adhesions. He reports his bladder was torn during the procedure since the surgeon had to work around and manipulate the adhesions to perform the bladder repair. Mesh was also noted to be adhered to the large colon. Tear in bladder was repaired and patient is currently doing fine. Patient did note that his main reason for contacting davol was to confirm whether or not there was any related recalls for this product.

Manufacturer narrative:
We have contacted the initial reporter to request additional information. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.